Event description:
It was reported by svc report that the cot had a broken plastic in the ctr of the wheel assembly. There were reported exposed sharp edges. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the plastic center of the wheel assembly.